Event description:
Consumer reports toothbrush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of the retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
(B)(4).